Event description:
It was reported that the shocking at the implantable neurostimulator (ins) pocket had begun prior to (B)(6) 2014 when the patient had had rechargeable devices placed.

Manufacturer narrative:
Product ID 3387s-40, lot# v476625, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 7482a66, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v476625, implanted: 2010 (B)(6); product type lead. (B)(4).